Event description:
It was reported an abdomen perforation occurred and the procedure was cancelled. During an atrial fibrillation procedure, a faradrive was selected for use. It was noted that when the faradrive sheath was being advanced with versacross dilator, the sheath folded back on itself. When the dilator was locked into the sheath, it released too easily and would not stay locked. The physician opted to use the same dilator instead of replacing it. The scrub tech was advancing the dilator as the physician advanced the sheath since it would not stay locked. At some point in the advancement, the sheath folded back on itself as the dilator was not all the way out in position. The physician considered ballooning the perforation, however the patient was stable and decided it would not need to be ballooned. The dilator tip was exposed inside the faradrive sheath when perforation occurred. Upon removal of the dilator, there was no noticeable damage observed on the dilator. The physician wanted to monitor the patient and did not feel comfortable continuing to heparinize the patient and hence the procedure was not completed. The patient is expected to fully recover. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported an abdomen perforation occurred and the procedure was cancelled. During an atrial fibrillation procedure, a faradrive was selected for use. It was noted that when the faradrive sheath was being advanced with versacross dilator, the sheath folded back on itself. When the dilator was locked into the sheath, it released too easily and would not stay locked. The physician opted to use the same dilator instead of replacing it. The scrub tech was advancing the dilator as the physician advanced the sheath since it would not stay locked. At some point in the advancement, the sheath folded back on itself as the dilator was not all the way out in position. The physician considered ballooning the perforation, however the patient was stable and decided it would not need to be ballooned. The dilator tip was exposed inside the faradrive sheath when perforation occurred. Upon removal of the dilator, there was no noticeable damage observed on the dilator. The physician wanted to monitor the patient and did not feel comfortable continuing to heparinize the patient and hence the procedure was not completed. The patient is expected to fully recover. The device is expected to be returned for analysis. Further information revealed that the perforation was located in the lower abdomen. The patient had a retroperitoneal hematoma. The physician considered using ballooning to seal the bleed; however, the perforation was deemed insufficiently significant enough for this intervention. Therefore, it was left to healed on its own.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the subject device underwent standard device-to-device interaction testing. During this evaluation, it was observed that while the dilator could be inserted into the sheath, it failed to audibly snap and lock into the valve housing as intended. This resulted in the dilator being easily disengaged from the sheath, indicating a potential mechanical retention issue. Dimensional analysis was conducted on critical components, including the inner shaft diameter, the outer diameter of the dilator tip, and the snap ring diameter. The measurements for the dilator were found to be outside of specified tolerances. A pull force test was also performed to assess the retention strength between the dilator and sheath during removal. The results showed an average pull force that did not meet the functional specifications defined for the versacross access dilator. These findings, specifically the out of specification snap ring outer diameter and insufficient pull force confirmed that the device was unable to securely lock the dilator in place during use, posing a potential risk during clinical application. Further inspection revealed the presence of foreign material at multiple locations on the device, including the tapered tip of the dilator, beneath the shaft valve hub, and on several valve faces. The device was submitted for material analysis, which identified the foreign substances as sodium phosphate and barium sulfate. These materials are consistent with residues from tergazyme (a cleaning agent) and the radiopacifier used in the versacross dilator tip. Disassembly of the valve hub cap revealed excess adhesive at the shaft inner diameter access point. Microscopic inspection of the dilator tip showed physical damage, likely caused by interference with the excess adhesive during insertion. Additionally, damage to the distal end of the shaft was noted during initial visual inspection, which is suspected to have resulted from external factors such as transportation or storage conditions.

Event description:
It was reported an abdomen perforation occurred and the procedure was cancelled. During an atrial fibrillation procedure, a faradrive was selected for use. It was noted that when the faradrive sheath was being advanced with versacross dilator, the sheath folded back on itself. When the dilator was locked into the sheath, it released too easily and would not stay locked. The physician opted to use the same dilator instead of replacing it. The scrub tech was advancing the dilator as the physician advanced the sheath since it would not stay locked. At some point in the advancement, the sheath folded back on itself as the dilator was not all the way out in position. The physician considered ballooning the perforation, however the patient was stable and decided it would not need to be ballooned. The dilator tip was exposed inside the faradrive sheath when perforation occurred. Upon removal of the dilator, there was no noticeable damage observed on the dilator. The physician wanted to monitor the patient and did not feel comfortable continuing to heparinize the patient and hence the procedure was not completed. The patient is expected to fully recover. The device is expected to be returned for analysis. Further information revealed that the perforation was located in the lower abdomen. The patient had a retroperitoneal hematoma. The physician considered using ballooning to seal the bleed; however, the perforation was deemed insufficiently significant enough for this intervention. Therefore, it was left to healed on its own.